Manufacturer narrative:
(B)(4). The customer returned one cartridge 523770 hemoclip ti lg 15/cart 150/box for investigation. The sample was returned without its original packaging. The clip cartridge was visually examined with and without magnification. Visual examination of the returned cartridge revealed that there were 6 clips remaining in the cartridge. Reference files (B)(4) for investigation photos. Functional inspection was performed on the returned sample. A lab inventory clip applier was used. All 6 clips were able to properly load into the jaws of the applier and close. Two of the clips were applied to over-stressed surgical tubing and were both able to properly attach to the tubing. No functional issues were found with the returned clips. The IFU for this product, (B)(4), was reviewed as a part of this complaint investigation. The IFU states, "always check the alignment of the applier jaws before use. When closed, jaw tips should be directly aligned and not offset. Alignment of the jaw is critical for safe application of the clip. If this is not done, patient injury may occur. Proper maintenance, care and cleaning are necessary to ensure proper functionality." Other remarks: the reported complaint of "clip fell from applier" was not confirmed based upon the sample received. Upon functional inspection, all six remaining clips were able to properly load into the jaws of a lab inventory applier and close. Since no functional issues were found with the returned clips and the applier was not returned, the reported issue could not be confirmed. No further action will be taken.

Event description:
During the replacement of an aortic arch aneurysm by an artificial blood vessel, when the physician tried to ligate the vessel/tissue, the clip fell from the applier into the patient. The fallen clip was successfully removed from the patient at the time of stent insertion. There was no patient injury.

Manufacturer narrative:
(B)(4). The device history review for the product hemoclip ti lg 15/cart 150/box, lot #73h1500522 investigation did not show issues related to the complaint. The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
During the replacement of an aortic arch aneurysm by an artificial blood vessel, when the physician tried to ligate the vessel/tissue, the clip fell from the applier into the patient. The fallen clip was successfully removed from the patient at the time of stent insertion. There was no patient injury.